Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv combi pt assay on the cobas 6000 e601 module. On (B)(6) 2023, the sample was tested using the hiv combi pt assay and generated results of 242.7 coi and 244 coi, both of which were reactive. Due to these reactive results, the sample was sent for further testing using the colloidal gold method, enzyme-linked immunosorbent assay (elisa), and fluorescent immunoassay, all of which were negative. No additional details were provided for these methods. On (B)(6) 2023, the sample was re-tested using the hiv combi pt assay on the cobas 6000 e601 module and generated a result of 153 coi, which was reactive. The sample was also sent for polymerase chain reaction (pcr) testing; however, this investigation could not be completed due to an instrument error at the external laboratory.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that the values were within the expected ranges. The investigation was limited as patient sample material could not be shipped, and further pcr testing at an external laboratory could not be completed due to an instrument error. Supporting documentation provided by the customer was not evaluable as it was not in english. The root cause was attributed to a sample-specific discrepancy. It is recommended that all initially reactive or borderline samples be retested in duplicate using the elecsys hiv duo assay.